Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to prior pulmonary embolisms and the patient had to undergo lung surgery. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the filter detached during removal surgery and remains in the caval endothelium. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. A CT scan was performed at an unknown date, revealing extravascular protrusion of the limbs of the ivc filter. Approximately ten years and nine months post deployment, the patient underwent retrieval of the filter. A vena cavogram demonstrated a tilted filter that was embedded into the endothelium. An sos omni catheter was passed from above and a glidewire was passed underneath the filter, snared the glidewire back into a large bore sheath up to the top, and around the base of the vena caval filter just underneath the top cone. However the filter would not dislodge off the vena caval endothelium and the top of the filter would not straighten to enter into a capturing sheath. Following manipulation and using endobronchial forceps, the filter was captured. During retrieval attempt, a small short limb of the filter was broken and left embedded in the caval endothelium or was outside the cava itself. Therefore, the investigation can be confirmed for limb detachment, tilted filter, perforation of the ivc and retrieval difficulties. Per the medical records, the filter was tilted and embedded into the endothelium. An endobronchial forcep was used to dislodge the filter off the vena caval endothelium after an unsuccessful attempt with sos omni catheter and glidewire and the filter was retrieved. Therefore, the tilted filter could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to prior pulmonary embolisms and the patient had to undergo lung surgery. At some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the filter detached during removal surgery and remains in the caval endothelium. The device was removed. The current status of the patient is unknown.